Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 25 mmol/l. Customer's other blood glucose value was unknown. Customer received insulin flow blocked few times today while doing a bolus customer think that the pump is not working. The customer was treated with bolus. Customer states the insulin exited. Customer states the cannula was bent. The device was not expected to be returned for analysis.